Manufacturer narrative:
The complaint device was not returned for evaluation and remains in-situ. The work order for lot ac996417 was reviewed and appears complete and correct. There are multiple design and process controls for limiting the risk associated with embolism. Qc procedures instruct to 100% inspect sheaths for unsatisfactory coating, to 100% check of graft materials during manufacture, to 100% valves check for debris during manufacture. Sheaths are flushed with air during manufacture. The device IFU includes instructions regarding regular postoperative follow-up. The results of the biopsy confirmed that there was hydrophilic/foreign material present. This is a known possible cause of embolism. This is further confounded by the use of another companies product during the procedure, where the symptoms described may have occurred due to the use of this product.

Event description:
Some type of material has embolized in the vessel. It was noted that another stents (not cook medical product : atrium icast ((B)(4))) were placed in the same location. Additional information was received from the physician on the 18 october 17: did the results of the biopsy confirm the presence of foreign material? Yes as bellow. What kinds of gloves were worn (latex or powdered)? Latex. How was the coating activated? Heparin-saline wet. How long was the coating activated? Not sure but would estimate a few minutes. Where was the access site? The groin. What is the patient¿s anatomy (calcified, tortuous)? No tortuosity. Mild calcium. What is the patient¿s status or outcome? Renal function stabilized ckd 3 and dermatology evaluated with no further intervention (biopsy unrelated lesion). What kinds of intervention, additional procedures and/or medicines have been administered? None. Dermatologic and nephrology evaluation only. Are there photos of the patient¿s symptoms (their feet, leg, etc.)? I do not have any but they appeared as typical petechiae. Are there any pathology reports? Pathology report is from (B)(6) 2017 at an outside facility in (B)(6). The microscopic description is as following: the epidermis of this lesion from the right lower leg is unremarkable. In the dermis there are several small vessels, most likely tiny arteries that are filled and distended by amorphous basophilic material. Extravasated red blood cells surround some of these clogged vessels. The vessels are intact and there is no evidence of vasculitis. The material in the vessels is most likely foreign material and it is not pas positive. I cannot further identify this material at this time.

Event description:
Some type of material has embolized in the vessel. It was noted that another stents (not cook medical product : atrium icast ((B)(4))) were placed in the same location. Additional information was received from the physician on the 18 october 17: did the results of the biopsy confirm the presence of foreign material? Yes as below. What kinds of gloves were worn (latex or powdered)? Latex. How was the coating activated? Heparin-saline wet. How long was the coating activated? Not sure but would estimate a few minutes. Where was the access site? The groin. What is the patient¿s anatomy (calcified, tortuous)? No tortuosity. Mild calcium. What is the patient¿s status or outcome? Renal function stabilized ckd 3 and dermatology evaluated with no further intervention (biopsy unrelated lesion) what kinds of intervention, additional procedures and/or medicines have been administered? None. Dermatologic and nephrology evaluation only are there photos of the patient¿s symptoms (their feet, leg, etc.)? I do not have any but they appeared as typical petechiae. Are there any pathology reports? Pathology report is from (B)(6) 2017 at an outside facility in (B)(6). The microscopic description is as following: the epidermis of this lesion from the right lower leg is unremarkable. In the dermis there are several small vessels, most likely tiny arteries that are filled and distended by amorphous basophilic material. Extravasated red blood cells surround some of these clogged vessels. The vessels are intact and there is no evidence of vasculitis. The material in the vessels is most likely foreign material and it is not pas positive. I cannot further identify this material at this time.

Event description:
Some type of material has embolized in the vessel. It was noted that another stents (not cook medical product : atrium icast (maquet)) were placed in the same location.